Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in a heavily calcified left anterior descending artery. The physician was attempting to treat in-stent restenosis of a previously placed non bsc stent. The physician attempted to cross the lesion with three different promus stents, but the shafts kinked on all three devices. The physician then attempted to cross the lesion with a 3.00x12mm taxus liberte' drug eluting stent and while using high force, the shaft fractured into two pieces outside of the pt's body. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).